Event description:
The customer reported the trailing haptic of the cq2015a collamer three piece lens tore off during insertion. The lens was removed without any injury to the patient. It was unknown as to what caused the event.

Manufacturer narrative:
The customer provided the lot number of the cartridge 1298686. Results: visual inspection of the returned lens showed a haptic was torn off from the optic and bent. The injector and cartridge were not returned. (B)(4).

Manufacturer narrative:
A lens work order search found no similar complaints. An injector lot search found no similar complaints. A cartridge lot search found no similar complaints. Per medical review - reportedly, trailing haptic of 3-piece collamer iol was torn during insertion requiring intraoperative lens exchange. Incision was not enlarged and no other tissue damage was reported. No reported postoperative sequelae. According to the report by a surgical technician, dated on (B)(6) 2014,the most likely cause of the event was unknown but there was a possibility that user error during loading might have caused/contributed to the reported event. Based on the complaint history, product evaluation, work order search, injector lot search, cartridge lot search, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Based on the complaint history, product evaluation, lens work order search, medical and device history reviews, there is a possibility that a loading error may have caused or contributed to the incident, however, we were unable to determine a specific root cause of the event. Corrected data: this is a re-submission to correct MFR # for supplemental #3 in which the MFR number was reported incorrect. Claim# (B)(4).

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Evaluation conclusion - based on the complaint information, possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. A multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. The product has yet to be returned. (B)(4).